Event description:
This facility and others in our system have been experiencing problems with the surgical tray wrap. Several issues have been reported with neuro trays in particular. The wrap is developing holes in all four corners on the bottom of the trays. The holes appear to be going all the way through the wrap. One facility reported the hole appeared to be a "melt through" issue. Transfer practices are being investigated as well as how staff is stacking the trays. The facilities are working with the manufacturer representative who did provide some transfer trays as well as corner protectors to see if this alleviates the problem.